Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic, non-dependent patient presented for follow-up. Upon checking the device, it was noted that there was no capture. The patient will be sent for a chest x-ray. No further information available at this time.